Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It has been reported that a nrg transseptal needle was selected for use for an atrial fibrillation (a fib) ablation procedure. During the procedure, it was mentioned that the nrg needle did not feel like it was energized. Despite several tries, it was not able to perform the transseptal puncture. Thus, it was decided to replace the nrg needle, and use it with a new generator. Procedure was then completed successfully. No patient complications reported. Product is not expected to return (disposed). It has been further mentioned that the generator was in ready mode and tenting of the septum was confirmed when the issue occurred. Also, the rf tone was heard when energization was attempted with the nrg needle. No other issues were reported.